Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed for pain mgmt , in the continuous+bolus mode, to deliver fentanyl 10mcg/1ml, with a 20 mcg/hr continuous rate, a 15 mcg bolus dose an 8 minute pt lockout, a 7 bolus/hr limit and a 250 ml container size. On (B) (6) 2010, at an unspecified time, the nurse expected the container to be empty; however, the volume remaining in the container was 37ml. The device was removed from clinical service. The customer contact indicated there were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no add'l info was provided including if the therapy was resumed using a replacement device.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 354 mg/dl and 97 mg/dl 2) 224 mg/dl and 106 mg/dl 3) 252 mg/dl and 121 mg/dl 4) 426 mg/dl and 134 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.